Event description:
Customer reports back to back testing on the same meter while using the advantage sys with results of 318 mg/dl and 138 mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the product.